Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's elective ipg replacement procedure on (B)(6) 2016, the reported lead was inadvertently cut. The physician was unable to explant the lead due to the presence of scar tissue. Subsequently, an additional surgery was performed on (B)(6) 2017 during which the lead was explanted and replaced. Stimulation was restored post-operatively.